Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged dizziness, having eye problems - very dry eyes, nasal irritation, lack of energy and skin cancer - not on face. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient has alleged dizziness, having eye problems - very dry eyes, nasal irritation, lack of energy and skin cancer - not on face. The device was returned to the manufacturer's quality product investigation laboratory for investigation. An unknown dust contaminant in the blower box at the air inlet and on the top enclosure at the module input was observed. An unknown dust contaminant was also observed on the iso port of the rear panel and on the blower box. An unknown dark contaminant was present on the top enclosure, front panel, top enclosure, and bottom enclosure. A hair-like particle was observed on the bottom enclosure. An unknown dust contaminant was also observed on the blower, blower seal, and blower box under the blower. The device's downloaded logs were reviewed. There were no errors logged. Investigation can confirm there was presence for degraded sound abatement foam residue in the blower box and confirmed the presence of degraded sound abatement foam using a fitt procedure.